Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that episodes of pacemaker mediated tachycardia were also observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
It was reported that episodes of post-paced t-wave oversensing (pptwo) and episodes of noise were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.